Event description:
Boston scientific received information that this left ventricular (lv) lead was programmed off in the past. Lead impedances at implant were 1800 ohms and now were 2300 ohms. The lv impedance exceeded 2000 ohms in the lv tip to rv ring and the lv ring configurations. In unipolar the impedance measured 2358 ohms. The capture threshold in lv ring to can was 1.4 v at 1 ms, while in the lv tip to can it was 4.5v @ 1 ms. The physician opted to keep the patient in the lv tip to can configuration and turn the lead back on. Limited historical information was available as the patient had just transferred care to the clinic. The patient did not have any complaints or adverse effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this left ventricular (lv) lead was surgically abandoned approximately ten months after the previously observed out of range pacing impedances and high thresholds were reported. It was thought the lead may be fractured, however, that was not confirmed through visual observation. At the time of the surgical intervention, pacing impedances were >2500 ohms and there was no capture. During the procedure it was noted that the lv set screws of the device showed some discoloration. The device was also replaced at this time. No additional adverse patient effects were reported.